Manufacturer narrative:
The pump is being sent back for investigation. This is one of two related reports. This report represents the impella cpsa c9+ and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 66-year-old male undergoing ep ablation with a pre-support clinical state consistent with scai shock stage d had an impella cp implanted via right femoral percutaneous arterial access. According to the physician and staff, the pump waveforms "didn't look right." A cardiologist assisting with pump placement suspected the presence of a clot and requested device removal; however, ep lab staff believed the issue may have been related to pump positioning, although this could not be confirmed. No additional information was available at the time of reporting. The device was explanted due to the reported issue. No biomaterial was observed in the outflow after explant, no left ventricular thrombus was reported, and no blood volume was administered to troubleshoot low flow. The procedure was aborted. The reported abnormal waveforms and subsequent device removal could not be conclusively determined. Potential causes discussed by the clinical team included suspected thrombus formation or pump positioning; however, neither was confirmed. Investigation of the returned device and review of download data are pending. There was no reported patient harm associated with the event.